Event description:
It was reported that the patient had chest pain. It was discovered that there increased thresholds and undersensing on the right atrial (ra) lead. The lead was reprogrammed and the problem was resolved. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).